Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: lockdown. Omnipod software app version: 3.1.5-p001. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g6. *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient¿s blood glucose (bg) level rose to greater than 600 mg/dl (33.3 mmol/l) between 5 and 24 hours of wearing the pod. The reporter stated the bg levels were rising even though the pod showed it was delivering insulin. On (B)(6) 2025, the patient¿s daughter called for an ambulance, and they were taken to the hospital where they were admitted. The patient was feeling weak, slightly nauseous, and had trouble concentrating. The patient was diagnosed with diabetic ketoacidosis. The patient¿s daughter was unsure of what the patient was treated with, but there were 3 different treatments including infusions, monitoring, and drinking a lot of fluids. The patient removed the pod from their abdomen while waiting in the emergency room and then activated a new pod. The next morning the bg levels stabilized, but the doctors wanted the patient to stay longer for monitoring. The patient was discharged from (B)(6).

Manufacturer narrative:
The device was received for investigation with the exposed portion of the soft cannula and was found to have two tears. Fluid was observed exiting from the tears during a leak test. The tear is confirmed to have contributed to the pod failing to deliver insulin. The downloaded data does not show any timeouts or drive stalls that would indicate a failure of the pod to deliver insulin. There were no other damages or deficiencies found with the device.